Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2014-24395, 1627487-2014-24397. The patient received 4 leads, 2 with the same lot number. It was reported the patient is experiencing inadequate coverage. Troubleshooting was unable to resolve the issue. Surgical intervention may take place at a later date.

Manufacturer narrative:
UDI (di) : (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.